Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report the insulin pump has unresponsive buttons. Blood glucose reading at the time was 167 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.